Event description:
During baxter's functionality testing a spectrum pump had a false downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced. The downstream sensor was out of specification and was replaced.